Event description:
On (B)(4) 2013, the reporter stated that the caller's husband had an allergic reaction to the stretch tourniquet during a cardiac study. The reaction was on his left arm. An allergic reaction developed around his arm where the tourniquet was in contact with his skin. The tourniquet was placed on his arm about 3:30 pm and by the time they completed the procedure and arrived home the reaction was gone. This was approx 1.5 hours later. The facility administered a benadryl tablet. As a precaution the facility provided additional instructions to the pt in the event of any adverse reactions.

Manufacturer narrative:
No samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on (B)(4) trend reports.